Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent partially implanted in an unintended site is considered to be permanent injury. Device issue: stent dislodgement. It was reported that the xience v stent dislodged from the stent delivery system (sds) balloon as it was being advanced through the lesion. The stent dislodged in the proximal portion of the lesion and was partially in an unintended site (healthy tissue). The dislodged stent was able to be deployed in this location and a second stent was required to completely cover the lesion. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon and contrast in the inflation lumen. The stent implant was dislodged from the sds and not returned. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There were three kinks in the hypotube, 16cm and 18.5cm distal to the strain relief tubing and 14cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and the returned product analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices and/or anatomy, and lesion morphology. The sds was returned with blood and contrast visible, suggesting that it had been used in the patient anatomy as reported. The stent implant was not returned with the sds. The balloon was returned tightly folded with crimp marks on the balloon between the markers. This indicates that the stent implant was crimped in the correct location during manufacturing. There was no other damage noted to the balloon or distal sds which could have been related to dislodgement. Since there was no report of difficulties preparing the device, it is likely that the dislodgement occurred during the procedure. It is possible that as the sds was advanced to the target lesion, an interaction between the stent implant and the patient anatomy or other devices contributed to the dislodgement. Although the dislodged stent was not returned, there are no indications of any product deficiencies which could have contributed to the dislodgement. It appears the dislodgement was related to the operational context of the product. Three kinks were noted in the hypotube of the returned sds, though these were not reported in the incident information. It is possible that the kinks were related to handling during or after the procedure, as the product was returned to abbott vascular for analysis. A review of the product lot history records did not reveal any non-conforming material reports which could have contributed to the dislodgement. This MDR is considered closed by the product performance group.